Event description:
It was reported that the patient's mother has reported that her child does not discriminate speech well. The patient's mother has mentioned that there is no impact associated with the incident. Testing carried out on (B) (6), 2009, showed three hi channels (5, 6 and 11). No short circuits were involved. Three years ago, a short circuit between channels 4 and 1 appeared, also channel 5 showed hi. Months later, the same scenario, channel 11 appeared as hi, as many other channels appeared with impedances higher than 10 kohm. Finally on (B) (6), 2009, a short circuit appeared between channels 4 and 8, as well as channels 5,6,11 as hi. Checking of the data leads to the impression that the electrode lead is broken.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.